Event description:
It was reported the pt's surgical procedure was extended 30 to 45 minutes due to invalid impedances while implanting her permanent scs system. The physician replaced the lead with a new one. The pt is receiving effective stimulation post operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.